Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (b)((6) 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood test results of 130 and 180 mg/dl. The customer¿s expected morning fasting blood glucose test result is below 130 mg/dl and expected non-fasting blood glucose test result range is 170-180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 10/17/2021; customer did not recall specific open vial date, only that it was more than four months ago in 09/2020 (expired). The customer did have another vial of the same lot number of test strips that had been stored and handled correctly. During the call, a back to back blood test was performed by the customer fasting and produced test results of 207 mg/dl and 99 mg/dl using truemetrix meter; customer was not satisfied with the blood results. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of (B)(6) 2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.